Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to leakage found in the scope from the distal sheath. Additional issues were identified during the device evaluation: due to pinching on the distal sheath, water tightness was lost; the distal end has a scratch; the adhesive on the distal sheath was detached; due to wear of the angle wire, the bending angle in the up/down direction does not meet the standard value; due to damage on the charge-coupled device unit, a foggy image occurs and the specified resolving power was not obtained; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, that during preparation for use, the bronchovideoscope presented with air or water leakage from the insertion bending section. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the connecting tube coating was peeling, and that foreign material was found on the distal sheath, suction cylinder, and angulation lever due to insufficient or incorrect reprocessing of the scope. This report is to capture the reportable malfunction of the peeled coating on the connecting tube and the foreign substance found on the distal sheath, suction cylinder, and angulation lever noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, or storage environment. Additionally, we could not specify the dirt and the cause of the dirt remained on the surface of the subject device. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.